Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the immediate dental implant and healing cap were placed (due to a fractured tooth) in ada site 12 in the mouth, the implant did not integrate. Clinician noted a local infection, bleeding, bone loss and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 3.5 months after the immediate dental implant and healing cap were placed (due to a fractured tooth) in ada site 12 in the mouth, the implant did not integrate. Clinician noted a local infection, bleeding, bone loss and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.